Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that during a posterior segment procedure, the 23 gauge infusion cannula slipped into the suprachoroidal space. The customer stated that they are bending the cannulas and building a longer tunnel to prevent (wound) leakage. The customer noted no residual "ill effects". This report is for one patient; for add'l patients see mfg. Report#'s: 2028159-2007-00526.